Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory for evaluation on 18dec2019 and an investigation was conducted on 21jan2020. A visual inspection was conducted. Signs of clinical use was observed. Microscopic inspection was conducted. Heavy amounts of blood was observed on the harvesting handle. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base and the tip of the hot jaw. No other visual defects were observed. Based on the return condition of the device, confirmed for the reported failure "material twisted/bent". Specific actions for the reported failure mode material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire that is at the tip came off but did not break off and fall in patient, the damaged wire that came out stayed on the instrument itself. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire that is at the tip came off but did not break off and fall in patient, the damaged wire that came out stayed on the instrument itself. A replacement device was used to complete the procedure. The hospital did not report any patient effects.